Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The lead could not stay fixed and dislodged repeatedly. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex . If information is provided in the future, a supplemental report will be issued.